Event description:
It was reported that the surgeon was doing a right primary knee arthroplasty and a cr #5 9mm x 5 tibial insert trial broke. Surgeon was able to complete the surgery without the trial and there was no consequences to patient or user as a result.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device was discarded. If additional information becomes available, it will be submitted in a supplemental report.